Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system or coolsculpting elite system on (B)(6) 2020 to the abdomen, (B)(6) 2021 to the abdomen, on (B)(6) 2021 to upper arm, inner thigh, infrascapular area, and flanks, on (B)(6) 2021 to the flanks and on (B)(6) 2021 to the flanks. The curve 80 applicator (c80) was used on the infrascapular area and flanks, curve 120 applicator (c120) was used on the flanks, the f165 elite applicator was used on upper arms and inner thighs, and cooladvantage plus coolcore was used on mid abdomen. Paradoxical hyperplasia (ph) was indicated to the upper abdomen, lower abdomen, infrascapular area, and flanks.

Manufacturer narrative:
Coolsculpting system and coolsculpting elite system were used to treat the complainant. Only the coolsculpting elite device number was identified [d4 serial number: (B)(6)]. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite system to the upper abdomen and lower abdomen on (B)(6) 2020, (B)(6) 2021, (B)(6) 2024 using the curve 150 applicator (c150) and curve 240 applicator (c240), and indicated possible paradoxical hyperplasia (ph).